Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a visual inspection of the pump showed moisture corrosion in the display screen. The pump alarmed with a call service (078) alarm upon the first rewind attempt. The pump failed a leak test due to a crack between the display lens and the pump case seal. The pump cover was removed and moisture corrosion was found inside the display screen, the infrared port component, and the motor flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.